Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image quality and blackout image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated field: h11. A root cause could not be identified. Based on the results of the investigation, it is likely that the following contributed to the malfunction: noise and black out occurred when camera cable boot was shaken, it is presumed that signal interrupted intermittently due to broken camera cable and image signal became unstable, resulted in the occurrence of blackout and image noise. Additionally, charged coupled device inside the camera cable was applied external force and broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.